Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observation(s).

Event description:
It was reported that the patient with this device underwent a revision procedure approximately one month after implant to replace the right atrial (ra) lead due to dislodgement. During the procedure, it was decided to also replace the right atrial (ra) lead. Both newly-implanted rv and ra leads were connected to the device, but it was reported that the device did not function as expected. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient with this device underwent a revision procedure approximately one month after implant to replace the right atrial (ra) lead due to dislodgement. During the procedure, it was decided to also replace the right atrial (ra) lead. Both newly-implanted rv and ra leads were connected to the device, but it was reported that the device did not function as expected. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.